Event description:
Pt underwent bilateral tolar replacement and lapidus procedure in 2006. Two screws broke (2007) and were removed from the foot. Dr. Believes breakage due to patient's excess weight - pt became pregnant immediately after surgery last year.

Manufacturer narrative:
Implanting surgeon not explanting surgeon. Original lot number not available to check DHR. Hospital refuses to release screws for evaluation. Dr. Does not want feedback -believes pt's excess weight caused event.